Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer was admitted to the hospital due to a high blood (bg) glucose level of 413 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous fluids and insulin drip. The customer was discharged two days later. The customer's blood glucose level was normal and the customer's condition was stable. The contact thought that the 23 inch infusion tubing was too long for the customer and when it curls up was the cause of the occlusions and high bg. The contact declined tandem technical support's offer to troubleshoot to confirm if the tubing was the cause of the occlusions.